Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of stimulation sensation. Her implantable neurostimulator stopped suddenly and the pt could not remember if she had recharged it. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.